Manufacturer narrative:
Product analysis (B)(4): analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Continuation of d10: product ID: 3093-28; serial#: unknown; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the battery was not functioning. The system was explanted on (B)(6) 2024 and returned for analysis.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Device evaluation anticipated but not yet begun. A supplemental report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.